Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their therapy worked well for the first year and was able to be more active as their pain decreased. The patient was later told that she did too much activity because the leads had moved several inches causing her to have stimulation in the wrong area of her back. Additionally, the leads have started to erode through the skin and has been worsening over the last few years. The patient stated she needed to have the system explanted so she could have an MRI. She further stated that the implanting health care provider (hcp) told her it was her fault the leads had moved and would not remove the system. It is noted that the implanting hcp lost his license to work in the us. The patient does not currently have a hcp. Indication for use is degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.